Event description:
A malfunction alarm was reported with malfunction code 9. There was no reported adverse impact to the customer¿s blood glucose level. The customer received information to reset the pump and was assisted with the reset by technical support. After resetting the pump, the malfunction code did not recur, and the customer was advised to continue using the pump. The customer was also instructed to call back if any further issues occur, which they understood and acknowledged.